Event description:
It was reported that when the patient presented for a follow-up, the device could not be interrogated with multiple programmers. No intervention was made at this time. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was the cause of the high current drain and premature battery depletion.

Event description:
New information indicates that the device was explanted. The patient's condition was not reported, and the date of the procedure was not provided.